Manufacturer narrative:
The device in question is a reusable, general purpose electrosurgical generator designed for use in conjunction with an electrosurgical accessory handpiece for delivery of a radiofrequency electrosurgical current through an accessory electrode. The intended use of the device is for cutting and coagulation at the operative site. The electrosurgical generator involved in the incident was returned to conmed corporation for evaluation and preventative maintenance. The evaluation of the unit is as follows: unit powers up with all displays, function controls and outputs operational. Fault memory is clear. Unit was being used in blend 1 @ 130 watts pulsed output. Tested 130 watt normal output and it was well within mfg. Specifications. Compared 130 watt pulsed output to known good unit and they were the same on the scope. The returned system 5000 esu electrosurgical generator performed within manufacturer's specifications in the settings recounted from the reported incident. At this time it is unknown how the patient was injured, or, the severity of the injury. Conmed is filing this report due to the reported perforation resulting on the patient. The returned electrosurgical generator performed as expected when evaluated; therefore, corrective action is not warranted at this time. Preventative maintenance was performed on the unit as requested by the end-user facility. Conmed corporation is considering this complaint closed.

Manufacturer narrative:
The initial report associated with this medwatch number was submitted today. Date received by manufacturer. That date is (B)(6) 2012. Conmed corporation is considering this report closed.

Event description:
It was reported, "doctor said patient was perforated while cut was on pure pulse cut mode at 130. Biomed did not have any other information. Check out unit and pm. Quote required. Send back unit to attention randy cook / biomed."